Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer through the emergency support program (esp) that they were having difficulty with insertion of balloon catheters. The physician had attempted to insert 2 different sensation plus 50cc balloon catheters through the getinge provided 8f sheath. The physician also switched to a pinnacle 8f sheath, and one of the balloon catheters would not go through that sheath as well. They also performed an angioplasty to the femoral artery and attempted to insert again. Esp personnel recommended using a different balloon catheter and reviewed insertion steps with the medical staff. The department did not have additional sensation plus 50cc¿s so the physician elected to insert a sensation plus 40cc. Esp personnel remained on the phone and guided through the insertion steps per the IFU with the team. The physician was able to insert the sensation plus 40cc successfully and without any difficulty through an 8f sheath. No harm or injury to the patient was reported. This complaint is submitted for the first balloon catheter.